Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued multiple alert 38 motor stall alarms, including during a cartridge rewind attempt after a device restart, following an earlier occlusion alarm, and the user transitioned to backup subcutaneous insulin therapy; blood glucose rose to 401 mg/dl before stabilization. Symptoms included hyperglycemia. Outcomes included the use of backup therapy with insulin pens and no hospitalization. Investigation included remote troubleshooting and education, device restart attempts, and arrangement for device replacement and return. Investigation of this case revealed recurrent motor stalls consistent with an insulin delivery interruption associated with the pump¿s drive mechanism during rewind, with no site abnormalities reported and contact detach events noted. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to interrupted insulin delivery.